Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a replaced battery now on insulin pump. The customer¿s blood glucose level was 20 mmol/l. It was reported that there were replace battery now alarms in the history and the low battery alert was not available. The insulin the pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unexpected battery power loss alarms due to connector resistance issue j6 /pcb 1. No replace battery now alarms noted during testing.